Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. The reported patient effects of recurrent mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a conclusive cause for the single leaflet device attachment/slda could not be determined in the complaint. The reported poor image resolution appears to be due to procedural circumstance/operational context. The reported recurrent mr and dyspnea are due to slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr). Imaging was challenging, echo views were poor. Two clips were implanted, reducing mr from 4 to 1. On (B)(6) 2021, a follow-up echocardiogram was performed. The patient experienced dyspnea and it was noted that one of the clips ((B)(4)) detached from the anterior leaflet and remained attached to the posterior leaflet, (slda) and mr increased to 2. No additional information was provided.